Event description:
It was initially reported that the pt was to undergo a generator replacement. Further info reveals that the device was showing high impedance. During the surgery, there was "continued high impedance." However, the lead was not replaced at that time. The explanted generator was returned to the MFR and underwent analysis. Upon analysis, no anomalies were noted and the device was not at end of svc. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
A device failure is suspected, but did not cause or contribute to a death or serious injury.